Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex (cx) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured when the device was inflated in the lesion area. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon, but it could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was then soaked in a water bath at a temperature of 37 degrees celsius to soften the blood before further inflation attempts were made. Afterward, it was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the center of the distal marker band. Also, the hypotube was kinked at several locations along its length was noted. A visual and microscopic examination observed no damage to the tip, blades, or marker bands. All blades were present and fully bonded to the balloon surface. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex (cx) artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when the device was inflated in the lesion area. The procedure was completed with a different device. No patient complications were reported.